Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument, inspected and cleaned position #4 plunger clamp, and replaced the position #4 tip clamp. The instrument was tested without further problem and was returned to expected operation.